Manufacturer narrative:
Two used devices were received for evaluation. Upon receipt, no visible physical damage or anomalies were observed. Leak testing identified a leak at the junction of the pilot balloon line and the tracheal tube in one sample. The second sample did not exhibit any signs of leakage during testing. The complaint of tracheostomy tube deflation was confirmed in sample 1. The root cause was determined to be a tear in the pilot tube, likely caused by unintentional bending force, which resulted in an air leak.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated both balloons deflate within a few hours. This occurred during use and there was patient involvement.